Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was transplanted on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4), did not reveal any device-related issues. The patient received a heart transplant on (B)(6) 2021 and there were no reported alarms or adverse impact to the patient. (B)(6) was returned assembled with the pump cable severed approximately 6.5¿¿ from the pump housing and the distal end of the pump cable was not returned. The modular cable was not returned. The sealed outflow graft was returned attached to the pump outflow. The outflow graft clip was returned in place around the pump outflow hardware and was unremarkable. The sealed outflow graft bend relief was returned attached to the graft attachment. The cuff lock was returned fully engaged with the mini apical cuff in place. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured no atypical events, and the device appeared to be functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. The patient received a heart transplant. No device-related issues were reported or identified during the evaluation of heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.